Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedance out of range and the physician decided to perform defibrillation threshold (dft) test prior to the cardiac resynchronization therapy defibrillator (crt-d) device replacement in order to test the rv lead. The dft resulted in the crt-d showing an error code 1005, indicating an open circuit condition. Additional information was provided. It was clarified that the rv lead was not replaced because the patient does not need a defibrillator, and the physicians performed a downgrade procedure. The rv lead was surgically abandoned. No additional adverse patient effects were reported.